Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.any additional information received from the customer will be included in a follow-up report. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported a screen delamination on the vela ventilator,touch screen is not working and there is water in the screen. The customer confirmed that there was no patient involvement associated with the reported event.